Manufacturer narrative:
Updated: b4, d1, d4 (version or model #, catalog #, unique identifier (UDI) #), d9, e1 (event site email), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: d1 (unique identifier (UDI) #), h6 (medical device ¿ problem). A getinge field service engineer (fse) reviewed the below details with the customer from the IFU. Iabp internal self-checks have detected a condition that may require service. If available the customer was advised to, switch to another maquet iabp and contact maquet service for system diagnosis. If another maquet iabp was not available, the customer was also advised to verify iabp functionality and to continue use. Once the iabp use is discontinued, the customer was told to contact maquet service for system diagnosis. The customer reported that all iabp¿s are currently in use but will verify after the call. The customer would like the pump serviced and maintenance performed as soon as therapy is completed. A getinge fse investigated the customer¿s complaint with alarming power up test fails and was able to reproduce the power up test fails code#14. Afterwards the compressor with filters and both pressure transducers were replaced. The unit met all safety, calibration, and functionality checks to factory specifications. No patient harm reported or changes in patient status.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g2, g3, g6, h2, h3, h6(investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6(medical device ¿ problem code). A getinge fse investigated the customer¿s complaint with alarming power up test fails and was able to reproduce the power up test fails code#14. Afterwards the compressor with filters and both pressure transducers were replaced. The unit met all safety, calibration, and functionality checks to factory specifications. No patient harm reported or changes in patient status. The failure analysis and testing department received the following parts associated with this complaint: compressor scroll transducers (qty.2) these parts were received with a reported unit failure message of ¿maintenance #14¿. The failure analysis and testing department performed a visual inspection, and the parts were found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed compressor scroll and both transducers into the cardiosave test fixture and tested separately and together to the cardiosave service manual. Performed functional tests and passed. Also, pumped cardiosave test fixture and could not observe maintenance code# 14 on display or in logs. The fat dept. Could not replicate failure message of maintenance# 14 during tested all these complaint parts. All parts passed testing. Retaining these all-complaint parts in the fat dept. Per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, type of investigation).

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had message on iabp may require maintenance. There was no harm reported.